Manufacturer narrative:
The investigation of the manufacturer is ongoing.

Event description:
It was reported that the customer received a product where the outer box was damaged. Once opened, hole noticed on sterile tyvek lid. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the customer received a product where the outer box was damaged. Once opened, hole noticed on sterile tyvek lid. The affected product was investigated at the laboratory of the manufacturer. Hereby a hole within the tyvek cover of the hls intellipack of was confirmed. Additionally damages were detected at the outer carton box and the protective carton over the intellipack. After opening the intellipack it was detected that the velcrostraps needed for fixating the hls module within the inlay were a bit loose. The cause of the reported failure "hole in tyvek lid" was determined to be loose velcrostraps causing enough freedom of movement of the hls module to made it possible to pierce through the tyvek cover of the hls intellipack during transport. Thus the reported failure "hole in tyvek" was confirmed during investigation. Maquet cardiopulmonary already started a CAPA process in order to improve the design to prevent such packaging damage in future. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending

Event description:
Complaint ID: (B)(4).